Event description:
It was reported that the patient was hospitalized for three days on an unspecified date while wearing the pod between 4 and 24 hours. The patient¿s blood glucose levels were not reported. The patient reported that the pod began beeping and prompted them to deactivate it immediately and they also experienced technical issues with both the omnipod and dexcom app. During hospitalization, the patient was diagnosed with a stroke. Treatment included insulin injections. The date of hospital discharge was not provided. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 4.0.2. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.